Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device was faulty with damaged bearings, vibration and dirt. The device was repaired and returned to customer on (B)(4) 2013.

Event description:
Device was returned for service. During service, technician noted vibration, the small bearing was worn, and tool and guide were dirty. This is report 1 of 1 for (B)(4).